Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were visual indications of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured a cassette membrane. Upon power up, the brightness screen test failed. When powering on the cycler, the ok, stop and up/down arrow push buttons illuminated, however the front panel display remained dim. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 1932 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed, and the display became operational. The brightness scree test then passed. The cycler underwent and passed a system air leak test, a valve actuation test, and a teach pumps test. Additionally, a pre-accelerated stress test (ast) simulated treatment was performed without any failures or problems. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support (ts) that the screen of their liberty select cycler was dim. The display brightness problem continued from power up until the end of treatment. The display brightness was set to 7. The patient tried rebooting the cycler, but the screen remained dim. They increased the brightness to 10, but the display issue continued. The ts representative told the patient they could continue using this cycler, but they also issued the patient a replacement. The patient was advised to notify their pd registered nurse (pdrn) of the replacement. The patient confirmed they had manual/continuous ambulatory peritoneal dialysis (capd) supplies and they were trained to perform pd therapy without the cycler. The patient said they would use capd supplies to complete pd therapy manually. Upon follow up, the patient confirmed that there were no adverse effects experienced and no medical intervention was required as a result of the reported event. The patient reportedly completed their treatment on the cycler. The cycler was returned to the manufacturer for physical evaluation and the replacement cycler was received by the patient. Upon evaluation of the cycler by the manufacturer, an internal short was identified on the transformer of the inverter board.